Manufacturer narrative:
Peritonitis occurred on an unreported date in the end of 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. On an unreported date the patient was hospitalized for the event and was treated with cephalosporin( dose, route and frequency not reported) and another unspecified drug (dose, route and frequency not reported). At the time of this report, the patient has recovered from the event. Pd therapy was continued during hospitalization. No additional information could be provided as the reporter declined follow up.